Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The hinge joint was stiff. The hinge joint was disassembled. The inner seal and it's spacer were deformed. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during setup the spider was sticking in different positions right at the elbow joint of the device. There was no patient involved and no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.